Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed as the system was able to move in longitudinal direction. The philips field service engineer (fse) visited onsite and found the movement is not available for the longitudinal controls. Upon troubleshooting, fse found the longitudinal current calibration failed, preventing the system from utilizing the longitudinal movement, and the motor would not brake, causing the calibration to fail. The cause of the longitudinal drive failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the longitudinal drive assembly. After the replacement of longitudinal drive assembly, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements, there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized longitudinal movement was not available. The system was in clinical use at the time of the reported event. The diagnostic procedure was completed as planned by manually moving the c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.